Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode <<and that critical therapy remained available>>. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker felt into safety mode, the device exhibited myopotential oversensing. The patient experienced a fall, broke a rib and presented a hemorrhage. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker felt into safety mode, the device exhibited myopotential oversensing. The patient experienced a fall, broke a rib and presented a hemorrhage. The device was explanted and replaced. No adverse patient effects were reported.